Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device exhibited low flow alarms while the patient was sleeping in the left lateral position. The patient remained asymptomatic and reported feeling well, and the patient outcome was reported as alive with no injury. There was no evidence of thrombus formation, and laboratory values and pump power consumption were monitored and remained stable with no elevation noted. A pump positioning issue was suspected. An echocardiogram was planned at the 2-month follow-up to check pump position and optimize speed settings, and hematocrit levels were to be monitored. No patient complications have been reported as a result of this event.